Event description:
On may 6, 1997, nellcor puritan bennett received a call from rn at skilled respiratory home care stating that one of their monitors, during a simulation, was not alarming on limit setting for breath slow and apnea. Rn was performing a routine simulation of a monitor and could not get the monitor to alarm. No death or serious injury was reported in association with this reported malfunction.